Event description:
It was reported that the ilet user experienced recurrent low blood glucose with a rollercoaster pattern after treating lows with juice of unknown carbohydrate content, and review suggested an improper or incorrect treatment method related to hypoglycemia management. Symptoms included hypoglycemia with a nadir of 65 mg/dl accompanied by shaking or tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified as overtreating hypoglycemia, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.